Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 10 mg/day) via an implanted pump. It was reported that the physician moved the patient¿s pump from her abdomen to her buttock because the pump was moving around a lot in her abdominal pocket. He did not believe it ever fully flipped around. There were no complications. The catheter was trimmed, and a new pump segment was put on during the procedure since the distance from the spine to the pump was much shorter now. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.